Event description:
The inflatable bone tamp (ibt) snagged on a bone shard and deflated. Upon removal of the ibt, a fragment of the balloon broke free of the ibt. The procedure was completed without further complication and the fragment was embedded in the poly-methyl-methocrylate angmentation (pmma) bone void filler. No sequelae were noted.